Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error". A getinge service technician confirmed on 2021-04-21 that the rotaflow drive (material#701010875, serial#(B)(6) needs to be repaired. The drive was sent back to the manufacturer for repair. It was received on 2021-04-28 and during the investigation by the getinge service department on 2021-05-06 the reported "head error" could not be confirmed. Thus, the drive was sent to the supplier emtec on 2021-05-19 for further investigation. On 2021-07-09 emtec was able to reproduce the reported "head error". The electrical board has been replaced. The drive is working as intended after the replacement. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. After functional test at getinge service department on 2021-07-22 the device was sent back to the user. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2004-10-12. The review of the non-conformities has been performed on 2021-07-27 for the period of 2004-10-12 to 2020-03-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but not yet received yet.

Event description:
It was reported that the rotaflow drive displays the error message "head error. Complaint ID: (B)(4).